Event description:
Complainant alleged that the clinicians were monitoring a patient (age and gender unknown), using electrodes and a multi-function cable with the device. The clinicians then attempted to defibrillate the patient, but although the device charged, it did not discharge. The clinicians then changed to the device paddles, but the device did not discharge. The clinician then obtained a second device, which was located in the same room, and successfully defibrillated the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.